Event description:
It was reported that the ventricular lead had a lead warning and a polarity switch from march 2011. Currently the unipolar impedance is greater than the bipolar impedance and the patient has occasional stimulation at high outputs in unipolar. The lead will stay programmed unipolar and will be monitored more closely. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.